Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There was no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported " lens did not load correctly" patient contact was noted.